Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114235.

Event description:
It was reported one of patient leads had high impedances and was fractured after several falls. Investigation was unable to identify which lead attributed to the issue. Therapy was restored with the remaining lead.